Event description:
It was reported that a check clutch and plunger alarm occurred and was making a clicking noise. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. No noticeable external damage. There was a check clutch/ plunger lever error in event history log. The stated problem could not be verified after flow and occlusion tests. Possible intermittent issue, noticed the carriage was cracked. The root cause of the reported issue could not be determine. The technician replaced cracked carriage, clutch half's left and right with leadscrew and spring as a preventative measure.